Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the patient was in a vegetative state. The patient was implanted in (B)(6) 2018 due to hydrocephalus. In (B)(6), the physician performed continuous CT monitoring of the patient and indicated the patient¿s ventricles were unchanged. The physician recommended a pressure adjustment. The patient was still in a vegetative state and remained in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was in good condition following the pressure adjustment.